Manufacturer narrative:
.

Event description:
The reporter stated that the surgeon inserted a 6.0 diopter visian icl (implantable collamer lens) model icm120v4 in 2007, and explanted it in 2008, due to a refractive surprise. The lens was exchanged for a ticm120v4 lens. An iridectomy was performed prior or during surgery. The pt's refraction is stable at different post op visits. The pt's pre-op refraction was -3.75 post op refraction is plano -1.25 x 175.